Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic left hemicolectomy procedure, while preparing the system for surgery, the arm cart assembly (aca) triggered a communication error when the team connected the arm. The team restarted the arm and was able to calibrate it afterwards. The customer decided to proceed with an open or laparoscopic technique, as the patient's anatomy was not suitable for robotic surgery. This decision was based solely on the patient's anatomy and was not related to any issue with the system. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field, the associated device logs and a provided image. Review of the field service notes indicated that the arm cart assembly was restarted and then was able to be calibrated. Evaluation of the logs indicated hat the hybrid cable was detected as removed and reinserted within two seconds triggering error codes ¿central alarms communications¿ and ¿communication loss: subsystem robot assembly (sra) software¿ along with cable removal log. There were no other errors on the arm cart assembly, and it only triggered that error when the cable was disconnected, so either the user did that intentionally or bad hybrid cable or cable was not seated properly and got removed by mistake. Review of the provided image indicated that it shows "arm communication error" alert message/warning twice on the arm cart assembly. Evaluation of the arm cart assembly confirmed the reported condition. The most likely root cause of the observed errors was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication of the errors can occur from improper preparation. The instructions for use (IFU) states: do not disconnect or unplug any of the power cords from the tower during surgery. Unplugging the system can interrupt system operation and/or cause loss of electrosurgical functionality. Plug each power cord directly into an individual, dedicated electrical circuit supported by backup power, to avoid interruption of surgeon or bedside control during hospital power loss. Do not share these circuits with any other hospital equipment, to prevent circuit overload and system power loss. Do not use extension cords or power strips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic left hemicolectomy procedure, while preparing the system for surgery, the arm cart assembly (aca) triggered a communication error when the team connected the arm. The team restarted the arm and was able to calibrate it afterwards. The customer decided to proceed with an open or laparoscopic technique, as the patient's anatomy was not suitable for robotic surgery. This decision was based solely on the patient's anatomy and was not related to any issue with the system. There was no patient involvement.